Event description:
Customer states the following: "biomed states pump continuously throws pump alarm, has tried different sets, reboots" preliminary evaluation of the pump logs indicate that the pump could not recharge the negative tank during an active infusion, and then could not charge positive when the pump was rebooted. Possible air compressor failure. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.